Manufacturer narrative:
Other, other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tracheostomy cuff began leaking resulting in poor mechanical ventilation. An emergency tracheostomy tube change was necessary. This issue has occurred 3 times in the past 3-4 months using this brand of tracheostomy tube. The tracheostomy tube was inflated pre-insertion with water as per the usual protocol. No leak was seen initially when inserted, but a leakage developed 10 days later.

Manufacturer narrative:
H10: device evaluation: the cassette sample was returned for investigation. The sample was received in used condition without the original package. Samples were visually inspected under normal conditions of illumination to detect sample conditions that could cause functional issues. After visual inspection performed the sample was filled with air to check for leaks. A hole was detected on cuff; therefore, leaks were detected; the complaint was confirmed. Based on the sample provided and analysis conducted, the root cause determined was traced to the manufacturing process. A CAPA was opened to investigate the root cause and subsequent corrective action relating to the leakage (currently on investigation results phase). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).